Event description:
It was reported that there was a travel reverse error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the left plunger case was damaged and right plunger case was cracked. During the multiple flow and occlusion testing, the reported problem could not be duplicated. The root cause of the issue could not be determined. Replaced clutch half's left and right with leadscrew and spring as a preventative measure.